Event description:
A malfunction alarm identified as "malf 0" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Customer support provided information to reset the pump, assisted with resetting, and confirmed the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs.